Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump but to contact support if the issue reappears.